Manufacturer narrative:
Upon investigation, the returned device showed a pusher body to nylon shaft dis-bond. Review of the device history record for this lot did not produce any findings that attributed to this incident. We have identified a malfunction that has met the criteria for reportability. Subsequently, we have determined that this event is reportable as a "product problem (malfunction)".

Event description:
A physician attempted an arteriotomy closure using the starclose device after an unk procedure. The physician reported a "stuck device". The physician proceeded with counter traction and was able to remove the device. The starclose clip deployed and hemostasis was achieved. There was no pt injury reported.